Event description:
It was reported that stroke occurred. The patient's carotid artery was totally occluded. A 27 mm lotus edge valve was successfully implanted in a patient with no issues noted. After the implant, during the implant procedure the patient became unresponsive. The stroke physician was called in. Multiple clots were aspirated from the right carotid and middle cerebral artery. After the aspiration the patient was doing better and was responding to commands. The patient is now doing well.